Event description:
A product liability claim was raised by the patient. It was reported that the patient rec'd a sl titanium shell 52 on (B)(6) 2007 and was revised on an unknown date (around four years later) due to loosening.

Manufacturer narrative:
Investigation results were made available. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer. Seven x-rays were received. The quality of the x-rays dated 2007 and 2008 is very poor. However, the x-ray dated (B)(6) 2007 was taken after primary implantation and shows the right tha which seems to be positioned with an inclination angle of around 40°. A direct comparison between the two x-rays dated (B)(6) 2008 and (B)(6) 2011 was made. It is well visible that the inclination angle dramatically decreased after the reported traumatic event (from around 40° to 20°). No clear sign of loosening is visible around the cup and the breakage of the screw is not clearly distinguishable. Moreover, a larger part of the cup inner surface is visible, suggesting that the anteversion angle increased as well. The stem seems to be well fixed and does not shows signs of loosening. The revision report, dated (B)(6) 2011 states that the patient has been revised due to traumatic cup pole damage, screw breakage and loosening of right hip. The surgeon states that before the traumatic event, patient was happy and pain free. Surgeon found hematoma in the joint; the cup has been removed without effort. Surgeon noticed osteolysis in proximal femur with partial loosening. Bone transplantation has been performed to overcome osteolysis. Femoral component was not removed. The primary implantation report, dated (B)(6) 2007 do not contain conspicuous information. No other source document was provided for review. The products were not available for investigation. According to the information received, the patient received a tha on (B)(6) 2007 due to coxarthrosis of the right hip. The x-rays provided for investigation show a well fixed cup and the stem with an inclination angle of 40°. The patient was feeling good and had no pain before a reported traumatic event. After the traumatic event the x-rays revealed a clear medial rotation of the cup, inclination angle reduced to 20° and an increased antiversion angle. During the revision surgery, surgeon noticed signs of loosening around the cup and in the proximal region of the stem. The traumatic event is most probably the cause for the failure of the cup. However, other possible causes related to patient behavior and loosening are reported in the dfmea which is available for every zimmer implant and are continuously monitored and updated. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The traumatic event is most probably the cause of the failure of the cup. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).

Event description:
It was now reported that the patient received a sl titanium shell 52 on (B)(6) 2007 and was revised on (B)(6) 2011 due to traumatic cup pole damage, screw breakage and loosening of right hip.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).